Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on an unknown date. Two weeks after placement of the balloon, the patient presented with green urine. The balloon was explanted on (B)(6) 2025 there was no patient complications reported as a result of this event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicates that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Manufacturer narrative:
Correction h11 block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block h6 device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11 the returned orbera balloon was analyzed. A visual inspection was performed and did not find any damages in the balloon or use of methylene blue. It is unable to confirm the reported "user error" since there is no objective evidence to support this event. The failure balloon deflated was confirmed, as the balloon was received deflated. However, there is insufficient evidence to determine when the deflation occurred. Due to the lack of objective evidence, it cannot be determined whether the balloon deflation was caused by physician technique during the procedure or was related to a device malfunction. For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is "cause not established". There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on an unknown date. Two weeks after placement of the balloon, the patient presented with green urine. The balloon was explanted on (B)(6) 2025 there was no patient complications reported as a result of this event. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicates that the igb is placed in the stomach and filled with sterile saline.